Event description:
It was reported that the patient was treated with shock therapy that apparently converted a ventricular tachycardia successfully. However, the treated episode was sent to technical services (ts) for analysis, and it was not clearly determined if the therapy was appropriate or not. Ts provided a technical description of the treated event for a clinical interpretation. Ts did mention though that there was a reduction of the tachycardia signals amplitude resulting in t-wave oversensing. The physician will make a final call about the therapy decision of the subcutaneous implantable cardioverter defibrillator (s-ICD) system on this case. The case was considered as inappropriate, and the s-ICD system was reprogrammed. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was treated with shock therapy that apparently converted a ventricular tachycardia successfully. However, the treated episode was sent to technical services (ts) for analysis, and it was not clearly determined if the therapy was appropriate or not. Ts provided a technical description of the treated event for a clinical interpretation. Ts did mention though that there was a reduction of the tachycardia signals amplitude resulting in t-wave oversensing. The physician will make a final call about the therapy decision of the subcutaneous implantable cardioverter defibrillator (s-ICD) system on this case. This s-ICD remains in service and no adverse patient effects were reported.